Event description:
One pt sample with initial sodium result 110 mmol/l, potassium result 3.1 mmol/l. Same sample repeated gave results of 137 mmol/l for sodium and 3.9 mmol/l for potassium. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.